Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as "tiredness, vomit," and was able to self-treat by eating a lot of food along with excess sugar. The customer had contact with a healthcare professional (hcp) who obtained a blood glucose reading of 140 mg/dl, 127 mg/dl, 159 mg/dl on an hcp meter and provided an unspecified dose of short-acting and long-acting insulin as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.